Event description:
Based on the letter received: "during a bladder resection surgery, the (generator) was supplying intermittent power. The ground pads were replaced two times and all connections were checked. The unit continued to supply intermittent power. The setting was then increased and delivered power as ordered. At that time, pt's bladder was perforated. No further surgery was indicated at the time; however, pt will need follow up surgery to complete the original resection."